Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual evaluation identified no device malfunction. The shaft and tip were not found to be broken. The suture and anchor were not returned and therefore could not confirm the reported event (images 1-2). The most likely cause for the reported failure can be attributed to misuse due to user error of the device due to excessive force being used during insertion.

Event description:
It was reported that an ar-1317ft, suture anchor was used to repair the lateral ligament of the thumb. When the anchor was inserted, the suture was entangled with the anchor and the suture was broken. The anchor and suture were removed completely from the patient. The case was completed by using a new ar-1317ft.